Event description:
It was reported that this lead dislodged and subsequently caused a vt/torsade type rhythm. The lead is no longer in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).